Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 407 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was over 402 mg/dl. Customer blood glucose reading at the time of the incident was over 402 mg/dl. Customer treated their high blood glucose with insulin pump. Customer stated their blood glucose reading started on (B)(6) 2017. Customer did not have any symptom. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer drive support was normal. Customer changed the set on (B)(6) 2017. Customer cannula was not bent. Customer stated there was no leaks or air bubbles. Customer perform high pressure test and the insulin pump passed the test. Insulin pump setting was correct. Insulin pump will not be returning for analysis.